Event description:
Healthcare professional (hcp) reported a blood leak on a CT 190g dialyzer. The blood leak occurred in 2001, use #24. The blood leak was noted by an alarm and verified by a positive hemastix result. Treatment was continued with a new dialyzer and blood lines without further incident. No patient injury or medical intervention was reported.